Event description:
It was reported that when the devices were used during a low anterior resection, the anvil head of the device did not snap on properly. Another device was used to complete the case. There was no consequence to the patient.